Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient got bad impedance measurements on the whole lead. It became unusable. The patient got tattoos on both arms using a low frequency tattooing technique. The physician wanted to know if it could have damaged the lead. The hcp had a problem with an electrode placed on a patient a year ago, a 60 cm vector. The patient did not report any falls or other trauma. At six months there was an abnormal impedance and the whole was between 4500 and 40,000. The patient had tattoos in the past year, but according to him, it was a very low-frequency mechanical technique. The hcp asked if it was known if there were are any precedents for electrode dysfunction like this because they can't find any other causes of dysfunction in its history. It was stated that they were going to revise their material in (B)(6). Additional information received from a manufacturer representative (rep). It was reported that the patient's lead was to be replaced on (B)(6) 2025. Additional information received from the rep reported that the lead was replaced but on (B)(6) 2025. The event resolved with the new lead, impedance measurements were good. Additional information was received from a nurse via the manufacturer representative (rep). It was reported that the patient got bad measurements on all the pads of the lead. The only noteworthy event is that he got some tattoos with a low frequency technique. The physician wanted to know if this tattooing technique can be responsible for the bad measurements. His lead has been changed on (B)(6) 2025. The issue was resolved at the time of the report. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-nov-2027, UDI#: (B)(4). B3: date is approximate. Year is confirmed valid. G2: the country of the event is fr correction: this event was previously reported under regulatory report number 2182207-2025-00015 and clarification was received identifying two separate events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial #: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated that the lead was not in manufacturer possession, the lead was cut during the surgery and was then destroyed. Information confirmed with the physician/account.